Event description:
A customer reported via phone call indicating that they had issues with the prime and filling of their insulin pump. The customer was assisted with troubleshooting but could only delivery insulin with the plunger, but not the insulin pump. Therefore, the insulin pump needed to be replaced. The patient's blood glucose level was 284 mg/dl at the time of the call. The customer stated that the issue had led to no delivery alarms. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board noted. No unexpected excess no delivery alarms noted during testing. The insulin pump passed displacement test, prime/a33 test and excessive no delivery test. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.